Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had fatal error. A technical support specialist (tss) reviewed the application, maintenance, and purge service logs revealed repeated structured query language (sql) connectivity errors and a purge deletion failure related to a database constraint violation. Tss resolved the purge error by using knowledge article controlling the purge in es 1.5.x - 1.11.x - purge recovery - purge queue growing faster than deletion or purge failure for extended period of time the purge queue was verified to be empty, and database integrity checks confirmed no corruption. Maintenance services were restarted, and purge throttling was disabled in the maintenance configuration, after which the purge errors no longer reoccurred. Additional remediation included verifying device synchronization status, disabling universal serial bus (usb) and nic power management, and confirming normal purge operation. Following these actions, the device resumed syncing successfully, no further fatal errors were observed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was showing fatal error. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.